Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced soreness, discomfort, and a bump at the lead site. It was also reported the pt is experiencing ineffective stimulation. The pt is to consult with her physician and try reprogramming with the sjm rep as the next course of action.